Manufacturer narrative:
The device was not available, therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that may contribute to the reported event. Based on the information received, the root cause of the reported event cannot be determined. Any omitted information was not provided by the patient at the time of this report. (B)(4).

Event description:
Initially, the patient reported that following a left cataract plus trabecular micro bypass stent procedure, she experienced "white bubbles" floating up/down on the exterior perimeter of her eye several times each day. The patient described the bubble as ¿similar to those in a fish tank aerator.¿ through follow-up, the patient reported the following additional information. Reportedly, on day one post-op, the patient experienced episodes of visual disturbances described as "little bubbles floating up and out of peripheral vision" occurring 6-8 times a day for two weeks. Episodes have remained constant since one day post op. The patient stated that there was no pain or discomfort and she is otherwise doing fine. However, the patient was referred to a retinal specialist for additional testing due to history of retinal tears and everything was normal. The surgeon will continue to closely monitor patient.